Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the end of rinseback of a routine hemodialysis treatment. The alarm was triggered when the saline bag emptied, and introduced air into the blood circuit. The pt's blood was not completely rinsed back due to running out of saline, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The reported air alarm and blood loss is attributed to the operator running out of saline during rinseback. The cycler alarmed appropriately. The user's guide contains adequate instructions for rinseback including the volume of saline that must be available. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.